Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.57 cm in diameter abdominal aortic aneurysm. The proximal aortic neck is 29.8 mm in diameter, and 2.1 cm in length. The left iliac artery is 15 mm in diameter. The right iliac artery is 26 mm in diameter. The right internal iliac artery has a 1.5 cm aneurysm. The vessel had moderate tortuosity and mild calcification. It was reported that the procedure was started with coil embolization on the right internal iliac. The plan was to come up and over from the left due to anatomy. After numerous tries from the left with multiple catheters and sheaths the physician could not get in to the right internal iliac. The physician decided to come from the right and was successful placing two amplatzer plugs in the internal iliac artery. On the post run a dissection in the right external was noted. The plan was to cover the dissection with the stent graft. The physician then tried to place an archer wire from the left up the aorta to do a pre arteriogram with the device in place. The physician was unable to get in the aorta. The physician did a retrograde arteriogram from the left. He stepped back on fluoroscopy and saw the contrast still sitting in the artery. The physician pulled back the wire and sheath and redirected the wire back in the true lumen. The stent graft portion of the procedure went flawless. On the post arteriogram he saw the left external dissection. The decision was made to place a bare metal stent in the left external iliac. A 6x57 stent was implanted in the artery. The post arteriogram looked fine on both sides. The endurant stent graft was placed down the external on the right. The physician stated that the patient has very friable arteries and they were very difficult to close up as well. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection); patient's condition affected effectiveness of device (anatomy related; diseased vessel). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; diseased vessel).